Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post-implant of the leadless implantable pulse generator (ipg) high and rising thresholds were exhibited. The patient was hospitalized and placed under observation. The leadless ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leadless implantable pulse generator (ipg) was reprogrammed.